Manufacturer narrative:
Sections with additional information as of 07-oct-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-2 error. Sister called on behalf of the customer. At the time of the call the customer reported having blurry vision; medical attention was not needed at the time. Customer's information was provided to technician who attempted to contact customer via telephone and was unable to reach. No further information was able to be obtained.